Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device. The se replaced the gui central processing unit (cpu) and performed extended self-testing on the device.

Event description:
It was reported that during set up the 840 ventilator graphic user interface (gui) screen was unreadable. There was no patient involvement.